Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling up by themselves when he enters his blood glucose for a bolus. Customer replaced the battery and got a battery out limit alarm. He cannot clear the alarm due to unresponsive buttons. Customer's blood glucose is 333 mg/dl. He treated with manual injections. Customer had the device in his pocket and went in the pool for five minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.